Event description:
It was reported by a physician that based on anecdotal reports the suture breaks or erodes post operative in iris sutured iols. No further information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.